Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with shortness of breath. The right atrial (ra) lead exhibited undersensing. It was also noted that the rv lead exhibited diminished sensing. Both pacing leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were revised.